Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 102 events were reported for this quarter. Product return status: 5 devices were received. 97 devices were evaluated based on historical data analysis. Additional information: 102 devices were not labeled for single-use. 102 devices were not reprocessed or reused.

Event description:
This report summarizes 102 malfunction events in which the device reportedly overheated. - 91 events had the problem identified during a non-clinical procedure; there was no patient involvement. - 2 events had the problem identified before clinical use/exposure; there was no patient involvement. -9 events had patient involvement; no patient impact.